Manufacturer narrative:
Conclusion: medical device did not cause injury.

Event description:
The user facility in-house clinical engineering technician was replacing the CT x-ray in the biograph 40 truepoint system. The "d" ring that was being used by the technician separated and dropped the x-ray tube on the hand of the user facility in-house clinical engineering technician. The "d" ring was not secured by the technician. He did not secure the nut on the threads. The resulting injury was a broken finger and bruised hand. The technician did not follow the instructions for exchange of the x-ray tube as defined in the removal and replacement document.